Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that external pulse generator (epg) had a system error. It was indicated that the main printed circuit board (pcb) was out of specification electrically. It was also indicated that the display wires were pinched and wire was exposed. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while connected to a patient, the epg had an error and prompted for a restart. Following the restart, the code reappeared. The epg was still able to sense and was not pacing inappropriately. The epg later gave another error. The epg was returned for service. No patient complications have been reported as a result of this event.